Manufacturer narrative:
During the investigation chemical, sterility and viscosity testing was performed on samples from the same stock and lot. The chemical composition, sterility, and viscosity was tested and revealed no anomalies. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no anomalies detected. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
This MDR is related to 9610905-2017-00011. Both MDR's are for the same patient and event however due to two different devices involved separate MDR's are being filed. It is unknown the exact date swelling began therefore event date could not be determined. Product from this patient was returned, however due to product degradation it is unknown which product was returned.

Event description:
Patient developed sores and significant swelling 4-9 months post-operative directly over implants. Doctor indicated that this was not the normal inflammatory response.